Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge package appeared to have an o-ring separated from the cartridge. Reportedly, the customer did not use the cartridge. There was no reported impact to the customer's blood glucose level.